Manufacturer narrative:
The insulin pump was received with critical pump error and pump error was present in format history file due to corrosion on force sensor. Analysis was unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay. (B)(4).

Event description:
The customer's mother reported via phone call that they received a critical pump error alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.